Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did perform as described in the field action. Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The initial reported event of rv lead fracture was previously submitted via remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued the rae, so supplemental information is being submitted via 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead experienced a fracture on the high voltage portion of the lead. The rv lead was replaced. No patient complications have been reported as a result of this event.